Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A worldwide lot specific complaint database search did identify a previous loosening related report. This product/lot combination was placed in finished goods inventory in (B)(6) 1990. In the previous report the cup was implanted for more than 20 years prior a need for revision. As this is only the second report in approximately 30 years it is reasonable the loosening was not caused by material or manufacturing error. A device manufacturing review will not be requested. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. A device(s) photograph, not patient x-ray images, is found within the attached journal article. It is possible to confirm poly material wear in both depuy liners. Based on the damage to the porous coating visible on the arthropor cup it is reasonable that loosening had occurred. The same damage cannot be identified on the tri-lock cup. It was however possible to identify the product/lot information for this cup. Based on the poly material wear noted it is reasonable to conclude the devices had been implanted for an extended period of time. No other allegation identified by the article can be confirmed. No product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "acetabular fixation options first-generation modular cup curtain calls and caveats" written by william g. Hamilton, md, cory l. Calendine, md, sarah e. Beykirch, bs, robert h. Hopper, jr, phd, and charles a. Engh, md published by the journal of arthroplasty vol. 22 no. 4 suppl. 1 2007 was reviewed. The article's purpose "was to review (the) institutional experience with 3 different modular, first-generation, hemispheric porous coated cups, evaluating survivorship and identifying the temporal pattern of complications related to each of these designs." Data was compiled from 910 thas with age range of 19-92 years. It is noted that depuy and non-depuy products were included in the data. The article focuses on acetabular components but it is indicated that stems were also revised in conjunction with cups but does not provide reasoning for the stem. Depuy products utilized: arthopor cup with poly liner, acs triloc plus with poly liner, aml porous-coated stem, modular head. Adverse events with arthopor cup group: revisions for: recurrent dislocation, poly wear (association with synovitis or osteolysis and revised with either liner exchange or cup exchange), loose cup, infection. Adverse events with acs triloc plus cup group: revisions for: recurrent dislocation, poly wear (association with synovitis or osteolysis and revised with either liner exchange or cup exchange), loose cup, infection. Aml stem adverse event: revision (reason not provided but revised with cup).